Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source sporadic light source failure every three to five days, the emergency lamp switched on. After switching off and on, the xenon light source was active again. The issue occurred during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3, h4 and h6. Correction on fields: d9 and e1(telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main lamp overheated because the application of heat compound was insufficient. As to the cause of the defect, it is surmised that handling methods were insufficient. The event can be prevented by following the instructions for use: evis exera iii xenon light sourceolympus clv-190 ·chapter 6 lamp replacement" olympus will continue to monitor field performance for this device.